Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 66, 48, 84, and 48 mg/dl, and the meter bg readings were 238, 118, 280, and 137 mg/dl, respectively. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.